Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: april 22, 2014. Expiry date: april 01, 2024. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the extraction of the plate on (B)(6) 2016, the surgeon experienced difficulty removing the proximal lateral screw out of the plate in question. Eventually, he turned around both the plate and screw together in order to remove them out of the patient's body. There was a twenty (20) minute surgical delay. This complaint is linked to (B)(4) which covers the need for the revision procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The plate has scratches and indentations at both sides and is broken at a hole at the shaft as claimed by the customer. The screw at another hole is blocked. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications. Additional the raw material was checked, with the results, that the correct raw material was processed. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. A product investigation was completed: the returned devices were received, as reported in the complaint description, the locking screw blocked in the plate. The inner, distal surface of the returned plate fragment is damaged in the region between a combi-hole and the crack. The recess of the self tapping locking screw is deformed. In the attempt of remove the screw from the plate it could be measured that the removal torque necessary was over 10.32nm, more than 2.5 times higher as the recommended tightening torque. The screw could not been removed from the plate due to the recess deformation occurred during the removing attempt. Based on the provided information it is impossible to determine the exact cause for this occurrence, but it is likely that the incorrect or no torque limiter was used during insertion of the screw and/or the time period of the inserted screw and plate may have played a main role of this occurrence. However, it could not been determined that the returned complaint is due to misuse or wrong application and user error. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.